Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, the inner core was fractured during the lithotripsy of huge common bile duct stones. The device was removed, and a plastic stent was placed. The procedure was not completed successfully as there was not another of the same device available. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: investigation results the returned trapezoid rx was received for analysis. Visual examination revealed that the sheath buckled and the side car rx channel was pushed back 2.5 mm. Also, the handle cannula was found broken. No issues were found with the pull wire. The reported event was not confirmed. Based on the available information, the investigation findings were most likely due to the excess of force applied on the thumb ring from the handle when trying to crush the stone. By applying this force, the working length tends to "retract" itself and therefore, can push back the side car rx and buckle the sheath. Additionally, the handle cannula was found broken. It is possible that excess force was applied when the handle was used, or perhaps the manipulation/technique could have contributed to this issue. The most probable root cause for the issues found during analysis is adverse event related to procedure. However, for the reported issue of pull wire break the most probable root cause is no problem detected, as there were no issue observed with the pull wire.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, the inner core was fractured during the lithotripsy of huge common bile duct stones. The device was removed, and a plastic stent was placed. The procedure was not completed successfully as there was not another of the same device available. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break. Imdrf impact code f2301 captures the reportable event of additional device required.